Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise that was oversensed as ventricular fibrillation. Inappropriate anti-tachycardia pacing was delivered, but high-voltage shock was appropriately aborted before it could be delivered. The patient was brought into clinic on (B)(6) 2019, where programming changes were made. The stable patient would continue to be followed remotely as normal.